Manufacturer narrative:
The subject device was returned for evaluation. Simulated testing found that the remaining ten fasteners deployed successfully with no issues. Internal component evaluation found no anomalies. Evaluation of the returned sample could not reproduce the reported event that the device would not fixate the mesh. Based on the sample evaluation and investigation performed, the reported event is unconfirmed and the most probable root cause is the attempted fixation into cooper's ligament by a first-time user of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instruction for use (IFU) supplied with this device states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength."

Event description:
As reported, during a laparoscopic inguinal hernia repair on (B)(6) 2021, a bard/davol 3dmax mesh was being fixated using an bard/davol optifix at fixation device. As reported, the device fired correctly for the first 2 firings and on the third firing, the fastener failed to expel. As reported, the device was being fired into cooper's ligament. Subsequent firings expelled but did not engage with tissue despite good counter-pressure applications. The device was being used in both, the straight and articulated position when the reported malfunction occurred. The surgeon was able to pull the trigger completely and fire the fasteners. The fasteners that deployed did not successfully fixate the mesh to the tissue and were loose. The loose fasteners were removed. It was reported that a new device was opened and functioned appropriately. As reported, the surgeon is a first-time user of the device. It is reported the procedure took longer as a result. There was no reported patient injury.